Event description:
The reporter stated the surgeon inserted an aa4203tf toric silicone single piece lens and the lens tore. The lens was removed in pieces and was discarded by the facility. There was no pt injury, no enlarged incision or sutures. Another same model lens was implanted.

Manufacturer narrative:
(B) (4): eval conclusions - (other): based on the complaint history, possible root causes for lens tears include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens tears, were addressed in a CAPA opened in 06/2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B) (4).